Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, a layer of possible insulation was noted to be peel up from the rv lead. The separated piece was cut away. The lead remains implanted and will continue to be monitored. The patient was stable.